Manufacturer narrative:
(B)(4). Per the instructions for use (IFU), balloon rupture is a potential risk of the tavr procedure. Transcatheter delivery balloon burst complaints have been previously investigated by edwards and documented in an edwards technical summary. A detailed root cause analysis revealed that it is very unlikely that a product defect contributes to this type of event. There are extensive manufacturing inspections in place to prevent this type of malfunction (visual and dimensional inspections, leak testing, and functional balloon burst testing performed to every manufactured lot). The thv delivery system balloons are subject to increased risk of burst due to contact with a highly calcified annulus. Analysis revealed that these types of ruptures are typically caused by puncture from calcium on the native aortic valve when the inflated delivery system balloon comes in contact with the native annular calcification at full inflation/deployment. In this case, the balloon burst most likely occurred due to the calcification present near the lvot. The withdrawal difficulty was related to the burst balloon¿s inability to navigate into the sheath. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required at this time.

Event description:
As reported by the clinical specialist, during valve deployment, the 26mm commander delivery system balloon burst. The valve was deployed 90-100% before the balloon burst. Post-dilation of the valve was not necessary. Severe sub-annular calcium was noted on CT and tee. The delivery system was unable to be withdrawn into the sheath and therefore could not be removed from the lfa. A mini cutdown was performed, the delivery system and sheath were removed. There was no injury to the artery, only the skin was cut. The balloon burst was most likely caused by an "icicle" of calcification near the lvot.